Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that stuck in stent occurred. The 75% stenosed target lesion was located in the moderately tortuous posterior descending branch left circumflex artery (lcx) artery with 25 mm length and 2.25 mm vessel diameter. After a non-bsc stent was placed to treat the lesion an opticross imaging catheter was used. When it was being removed it got caught by the distal edge of the stent and it got stuck. The device was cut and after the catheter was removed bail out was performed. The procedure was completed with a non-bsc product successfully. No patient complications were reported.